Event description:
It was reported while testing with bd phoenix panel nmic-306 a false resistance was detected. Confirmatory testing was performed. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: were any patient treatment/management care changed due to this misid?yes. It wasn¿t a misid, it was a meropenem resistant value that was confirmed to be susceptible. Please note that the "recommended confirmatory test methods for phoenix include standard broth microdilution (sbm) and disc diffusion (dd). E-test is not a reference method for phoenix." How old were the organisms upon preparation of inoculum?18 hrs please provide the manufacturer and type of media cultures were being set up from?bbl tsa with 5% sheep blood. Was culture purity confirmed?yes. What is the source of culture(s) for the organisms you have had issues with?urine, respiratory, blood and body fluid. Reported discrepant result.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: to investigate, a total of seven retention panels from the complaint batch were tested using customer returned isolates of escherichia coli on a phoenix instrument and evaluated for meropenem (mem) mic results. Two (2) panels were tested using returned isolate 29 escherichia coli, two (2) panels were tested using returned isolate 29-354 escherichia coli, and three (3) panels were tested using returned isolate 29-638 escherichia coli. During investigation, all panels tested yielded satisfactory mic results for meropenem (mem) in the expected range. This complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. H3 other text : see h10.

Event description:
It was reported while testing with bd phoenix panel nmic-306 a false resistance was detected. Confirmatory testing was performed. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: were any patient treatment/management care changed due to this misid?yes. It wasn¿t a misid, it was a meropenem resistant value that was confirmed to be susceptible. Please note that the "recommended confirmatory test methods for phoenix include standard broth microdilution (sbm) and disc diffusion (dd). E-test is not a reference method for phoenix.". How old were the organisms upon preparation of inoculum?18 hrs. Please provide the manufacturer and type of media cultures were being set up from?bbl tsa with 5% sheep blood. Was culture purity confirmed?yes. What is the source of culture(s) for the organisms you have had issues with?urine, respiratory, blood and body fluid. Reported discrepant result.